Manufacturer narrative:
Add'l info will be provided once the investigation is complete.

Event description:
It was reported that the top portion of the shaver broke off inside the pt's knee following shaver insertion.